Event description:
Medtronic received information regarding a navigation system being used during a cervical spinal fusion. It was reported that an imprecision occurred when the screwdriver fixation with the screw loosened. The amount of imprecision was unknown, not measured. It was noted that soft tissue of the patient came in contact with the outer portion of the driver, resulting in an imprecision being observed as the driver and screw were noted to have "clearance". The reported issue did not result in a misplaced screw. The issue was clarified to be with the screw fixation loosening when trying to tighten the screw in the patient. To prevent the loosening, the surgeon had to tighten the screw fixator several times while driving in the screw. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. It was reported that the issue was caused by the driver.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.